Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the energy shield monitor (esm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The esm was returned for failure analysis, and the reported failure was confirmed and replicated. A visual inspection found the pin of the neutral cable was pushing in and caused loose contact between the integrated electrosurgical unit (iesu) or erbe and esm. The esm was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. All leds were blinking amber at start-up. The neutral pad and core led should be turned on with solid blue. Assy neutral cable was found to be the root cause of the reported failure.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer contacted a technical support engineer (tse) and reported that the cord led was amber on the energy shield monitor (esm). The customer replaced instrument and cautery cord. The tse had the customer perform a system hard power cycle and integrated electrosurgical unit (iesu) or erbe power cycle. However, the issue remained. The procedure would be continued robotically without monopolar energy. Reportedly, the esm was powered down during troubleshooting by itself. The field service engineer (fse) would be dispatched to resolve the issue reported. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the tse and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. There was no patient injury as a result of the issue. The procedure was completed robotically with the same esu.